Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw removal and insertion, connection of the screw and rod at l2-l5, s1-s2al due to stenosis. Post-op, patient had pelvic fracture because of this the patient tumbled and underwent treatment of iliac fracture. Thereafter the screws at l2-l5, s1-s2al were removed and two long screws were inserted on each side (right:2 left:2) into the iliac for the purpose of fracture treatment, and fixation was performed again. Thereafter, connection of the screws at l3-4 and the rod was performed. There was no product malfunction as the additional treatment for pelvic fracture caused by patient tumbled after the operation the patient was unable to walk because of the pelvic fracture.